Event description:
Revision surgery - patient had poor range of motion and pain. X-ray looked abnormal, unable to tell what was wrong from x-ray alone. During revision, rsp humeral socket, shell, and glenoid head were removed for better exposure and to access the position and stability of base plate. Doctor stated base plate fixation was acceptable and that the humeral socket was placed in the wrong position initially. One screw was placed in the baseplate, new glenoid head implanted, and new humeral socket and shell were placed in better position.